Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an angioplasty interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. The suture of a second proglide was attempted to be deployed; however, some resistance was felt when the plunger was being depressed and the suture was found broken when the plunger was removed. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 14f and the angioplasty procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty deploying the plunger and suture detachment were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.